Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
(B)(4). Exemption # e2018005. (B)(4). The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4). The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4). Maquet sas became aware of an incident with surgical light hanaulux spring arm. It was stated that the cover of spring arm got broken and it touched the patient. No adverse effect on the patient was reported however we decided to report this issue in abundance of caution as any part falling can be a source of contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event. At the time when the event occurred the device was being used for the patient treatment. During the investigation it was found that this event is the third case reported to getinge regarding detachment of the cover on the hanaulux in the last 5 years. The reported scenario for the same has never led to serious injury or worse. The installation date of the device is 1st march, 1993. Therefore we assume that the device was in use for at least 24 years before the incident occurred. The manufacturer has performed an investigation for that case. The fall of the cover could be only possible when the locking screw is missing and the collisions occur during the handling of the device. We believe that if the manufacturer recommendation would have been followed the incident would have been avoided. Given the circumstances and the fact that this complaint is considered to be a single, isolated event we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). The issue will be investigated by the manufacturing site.

Event description:
On (B)(6) 2017 maquet sas became aware of incident with one of devices-hanaulux 2004. It was stated that the cover of spring arm got broken and it touched the patient. No adverse event on the patient was reported however we decided to report this issue in abundance of caution. Manufacturer reference number: (B)(4).